Manufacturer narrative:
The device is currently being returned to the resmed investigation site in (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device stopped ventilation and displayed a system fault (sf 101) indicating that the outlet pressure measurement may be incorrect. The patient was manually ventilated and placed on a back-up ventilator with no complications. It was reported that at the time of the system fault, the patient was being moved from a chair to a bed, as well as switching from a wet circuit to a dry circuit configuration. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed design facility in (B)(4) for an extensive engineering investigation. Review of the error logs showed a single occurrence of system fault (sf101) in the astral device. The investigation determined that the system fault was due to the flow sensor measurement providing an incorrect value due to the patient disconnected from the circuit. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).